Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the recognition test passed when instrument was placed on an in-house system and driven. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The functional performance test did not find any issues with grasping objects. Failure analysis investigation also found the following damage, which was not reported: one grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. The other cables at the wrist were not damaged. The frayed cable can weaken tension on the grip cables, possibly weakening the grasping force. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the prograsp forceps instrument was not holding tissue. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.